Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after experiencing inappropriate shock from the implantable cardioverter defibrillator. The device detected a rhythm that appeared to be supraventricular tachycardia but svt discrimination was turned off so a shock was delivered. The shock appeared to induce ventricular tachycardia, which was shocked but not converted. The physician elected to treat the patient with medication and no intervention was performed. The patient was in stable condition and would continue to be monitored.